Event description:
It was reported that the vns patient¿s device was tested and diagnostic results showed high lead impedance during an office visit on (B)(6) 2014. The patient¿s device was subsequently disabled. Patient manipulation is not believed to have caused or contributed to the high impedance; however, the physician noted that the patient experienced trauma from drop seizures. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2013. The x-rays were sent to the manufacturer for further review. Based on the x-ray images provided, the cause of the high impedance cannot be determined. Due to the quality of the images provided, incomplete pin insertion and lead discontinuity cannot be confirmed. No known interventions have occurred to date. Attempts for additional relevant information were made but have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Device manufacturing records and available programming and diagnostic history were reviewed. X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The explanting facility discarded the explanted lead; therefore, no analysis can be performed.